Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a (B)(6) connection issue between the transmitter and g5 mobile application. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A review of the downloaded data log did not confirm the reported event of bluetooth connection between transmitter and g5 mobile app issue. A root cause could not be determined.